Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and based on the legal manufacturer's investigation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning. The customer confirmed the cds and precleaning were done in accordance with the specifications of the taiwan society of endoscopy medicine. The cleaning solution used was 3m 70508e cleaning solution, which according to the customer, does not require minimum effective concentration testing. The olmpus oer-aw is used to leak test the device prior to manual cleaning. The endoscope channel was brushed during manual cleaning with disposable olympus bw-400l or boston scientific hedgehog sbb-382. The automated endoscope reprocessor (aer) used to reprocess the endoscope was a olympus oer-aw. No problems have been noted with aer, and the last preventive maintenance was 16mar2023. The disinfectant solution used was cidex opa asp ortho-phthaladehyde, and the minimum effective concentration was checked every day. The last reprocessing in-service conducted by an olympus endoscopy support specialist was on 29may2023. There has been no change in the reprocessing personnel since and all reprocessing personnel were trained to properly reprocess the endoscope. After reprocessing, the endoscope was stored in an endoscope cabinet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) in the following sections: chapter 6 'compatible reprocessing methods and chemical agents' and chapter 7 'cleaning, disinfection, and sterilization procedures.' Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was a therapeutic fine needle aspiration (fna). The patient was under anaesthetization at the time of failure, however there was no delay. The procedure was completed with the same device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope disposal pipeline sampling inspection failed. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material exiting the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.